Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the dissection tip on the vasoview hemopro endoscopic vessel harvesting system broke. A new kit was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: a visual inspection revealed that the dissection tip was received with the conical tip detached. The tip formed a complete assembly. There was some adhesive visible on the connecting surfaces. There was a small chip in the rim of the nose tip, where the piece remained attached to the juicer component. There was also a small chip in the juicer rim, where the piece remained attached to the nose component. There was some evidence of blood. Based upon the visual observations, the reported complaint for "dissection tip broke" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).